Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced infusion set leaks event on (B)(6) 2025. The leakage was in the tubing. The infusion set has been in use for 5 days the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.